Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified and stenosed renal artery. A 6.0mmx18mmx150cm express¿ vascular sd stent was advanced to treat the lesion. However, the stent dislodged in the opening of the renal artery. The physician immediately withdrew the stent outside the patient but the stent finally dislodged in the femoral artery. Hence, the procedure was not completed and the patient was sent for a vascular surgery to remove the dislodged stent. No component was left inside the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd premounted stent system without the stent. The stent was not returned for analysis. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified and stenosed renal artery. A 6.0mmx18mmx150cm express vascular sd stent was advanced to treat the lesion. However, the stent dislodged in the opening of the renal artery. The physician immediately withdrew the stent outside the patient but the stent finally dislodged in the femoral artery. Hence, the procedure was not completed and the patient was sent for a vascular surgery to remove the dislodged stent. No component was left inside the patient's body. No patient complications were reported and the patient's status was stable.